Event description:
Customer reported unit will not power on after they replaced the batteries with new ones. There are no signs of battery leakage or corrosion on the battery springs and the battery springs are not bent. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product confirmed the reported issue; the alarm was tested a total of three times and it did not power on when using new batteries or an external power supply. The alarm did power on when using the 9v adaptor and passed all functional tests. The alarm has evidence of battery acid on the battery springs in the battery compartment. The aqualert water indicator shows moisture exposure on the edge of the label. The alarm was missing the battery door. Note: posey instructions for use has a statement: visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white power residue. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).